Event description:
The layer was removed and closed using the mako operation, and a postoperative x-ray revealed that only the washer portion remained in the layer. The wound was reopened before patient awakening and the washer was removed.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Manufacturer narrative:
Reported event: an event regarding other involving a mako screw was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: product inspection was not performed as product was not returned for inspection. Product history review: product history review was not conducted as lot number is not provided. Complaint history review: complaint history review was not conducted as lot number is not provided. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened.

Event description:
The layer was removed and closed using the mako operation, and a postoperative x-ray revealed that only the washer portion remained in the layer. The wound was reopened before patient awakening and the washer was removed.